Event description:
It was reported that the customer experienced a high blood glucose reading of 550 mg/dl. The customer called to report differences in the blood glucose and sensor glucose reading. At the time of the call, the blood glucose reading was 153 mg/dl and the sensor glucose reading was 45 mg/dl. Advised replacement of the sensor. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.